Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, contamination was found in the device. The flow straightener was cleaned to address the issue.